Event description:
Received abstract published in "obes surg (2012) 22:1315-1419" through forwarded productwatch from allergan glis dept. Abstract: relaying of gastric band after failure or complication of a first band results of a series of 125 pts. Blanchet, marie-cecile (reprint); fontaumard; gignoux; frering. Obesity surgery, (sep 2012) vol. 22, no 9, pp. 1347-1348. No additional info is available at this time. It is not clear if the devices associated with the abstract are allergan devices. The devices are not available to allergan for product analysis.

Manufacturer narrative:
(B)(4). No contact info is available to allergan at this time to ask the reporter for the return of the product for analysis to indicate the product serial number, the date of the event, and the implant and explant dates. Allergan will continue attempts to obtain this info. At this time, the connector type cannot be identified or an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was provided in the abstract. Visual exam may determine the connector type associated with this report. Allergan has not received the product. Therefore, no analysis or testing has been done. Inadequate weight loss and weight fluctuations are a surgical and physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the MFR of the lap-band adjustable gastric banding system has designed, tested and mfg it to be reasonably fit for it's intended use. However, the lap-band system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band system may be easily damaged by improper handling or use. Device labeling addresses the possible outcome of inadequate weight loss as follows: (B)(4).